Event description:
Patient was revised due to pain, discomfort and mild inflammation. The report also states that the position of the cup seemed okay, maybe a little vertical.

Event description:
Patient was revised due to pain, discomfort and mild inflammation. The report also states that the position of the cup seemed okay, maybe a little vertical. Update - ((B)(4)2012) litigation received (B)(4) 2012. Complaint changed to legal. Litigation alleges patient had pain, grinding, clicking, popping, difficulty walking, elevated cobalt and chromium levels, permanent disability and disfigurement. There is no new information that would change the outcome of the investigation. Update - (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information and date of implant. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, implant date, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
(B)(4). Litigation alleges pain, grinding, clicking, popping, difficult walking, elevated cobalt and chromium levels, disability and disfigurement. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.